Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eos. The device was implanted for 83 months and 101 charging cycles were recorded to the ICD's memory. The amount of charge taken from the battery was verified, indicating the battery status eos to be anticipated. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the ventricular as well as in the far field channel, leading to multiple shock deliveries, confirming the clinical observation. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. Next, the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A¿fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular as well as in the far field channel, which led to multiple shock deliveries, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - on (B)(6) 2014, the patient arrived at the hospital after receiving inappropriate shocks due to noise on the rv lead. The battery status upon interrogation was eos, therefore no lead measurements were done. The last routine fu was on (B)(6) 2014, in which lead parameters were intact: rv pacing impedance: 552 ohm rv shock impedance: 49 ohm r wave: 9.7 mv pacing threshold: 1.5 v/0.5 ms on (B)(6) 2014, the patient went through a replacement of the rv lead & the device. During the explantation of the device, the physician encountered difficulty due to calcification and capsulization around the device and the lead. This ICD has been returned for analysis.